Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon resection procedure, after the circular stapler firing, the device wouldn't come out, so they had to rip it out. While wiping off the blade after the device was removed, the blue towel kept catching all along the blade and the scrub mentioned he thought the blade was dull all around. They finished the case with a like stapler with a fully intact anastomosis. The device was removed without any issues. No rep was present for the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n55105. The analysis results found that the ecs29a device arrived and with the anvil missing and dry body fluids. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.